Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It is reported that the patient faced infusion set leakage issue on (B)(6) 2026 which leads to high blood glucose levels and got treated with changed infusion set, bolus syringe. The leakage was at site.